Manufacturer narrative:
The device remains in the patient. The lot number was provided. A review of the device history did not produce any findings relevant to this report.

Event description:
Study event: device malfunction: none. Time of symptoms/ae: during the procedure. Symptoms/ae: dissection. A patient underwent a right internal carotid artery stenting procedure. Reportedly, a non-flow limiting dissection was noted at the distal edge of the lesion after stent post-dilatation. A second rx acculink was deployed overlapping the distal edge of the stent resolving the dissection with no residual stenosis. Final angiography revealed brisk flow with no complications. No additional information available.